Manufacturer narrative:
The device was sent to our generator repair facility for full functionality testing. The unit was subject to full factory testing and calibration, the unit passed all testing with no problems or issues found during testing in any mode. The issue was not confirmed for stops cutting. All outputs were within specifications and remained steady with no stopping or drop in outputs during activations. Most likely the issue is occurring as a result of the technique being used at the facility. Based on the above information, no further actions are required and this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or need for corrective actions a follow up report will be submitted. This submission is passed due as we recently became aware that the original submission was not accepted due an old version of esubmitter.

Event description:
The customer alleges that the facility cannot use the leep machine because it stops cutting in the middle of the use and causes problems with the procedure. There has been no patient harm.